Event description:
Complaint coordinator from baxter reported that main body (light blue) and a spike got separated. A sample is available for evaluation. No pt injury or medical intervention was associated with this incident per the initial report.